Event description:
It was reported that the ventilator that blower was making a loud noise. The issue occurred during set up for use with delay to therapy noted. There was no harm reported. Based on information provided and/or service performed, the alleged malfunction was confirmed. The customer was provided with part number for the blower. Upon a follow up the customer reported that the blower assembly was replaced to address the reported issue.